Event description:
A customer contacted beckman coulter inc (bec) to report fluid leak under the modular chemistry side area which filled the reagent tray. Customer pulled out the reagents and dried the area. No injury or exposure was reported.

Manufacturer narrative:
On (B)(6) 2011 a bec field service engineer (fse) reported the leak was coming from the electrolyte injection cup. Fse removed a fibrin clog and ran health check. Root cause for this issue was a fibrin clogging the vacuum line. Bec internal notification number is (B)(4).